Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was having difficulty loading the cartridge with insulin and the syringe needle bent. The customer changed the cartridge, syringe and needle. The cartridge was successfully loaded with insulin. The blood glucose was not impacted.

Manufacturer narrative:
Corrected verbiage from the syringe needle bent to 2 syringe needles bent.